Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that an exit block, decreased sensing and several non sustained lead noise episodes were observed. The lead was explanted and replaced.